Event description:
On (B)(6) 2013, patient underwent bard powerport implantable port placement procedure for unknown medical condition. About sometime post a port placement, patient was diagnosed with unspecified infection. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. Based on medical record review, a bard powerport (catalog no: unknown; lot no: unknown) was implanted via the right internal jugular vein for treatment of breast cancer. Ultrasound guidance was used to access the right internal jugular vein with a 21 gauge needle, and a stiff wire was advanced through a 5 french exchange dilator into the peripheral inferior vena cava. A subcutaneous pocket was created inferior to the right mid clavicle, and an 8 french single lumen infusion catheter was tunneled to the venous access site. An 8 french peel away sheath was placed, and the catheter was positioned in the right atrium under fluoroscopy. A single lumen bard powerport was attached, secured in the pocket, and flushed with heparin. At a later time, the patient developed sepsis. Approximately four years and seven months after implantation, the prior incision was reopened, and the powerport was completely removed. A wound bed specimen was collected for culture, and the catheter was withdrawn intact. Therefore, it can be confirmed that the patient had experienced sepsis and infection. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d1, d4 (medical device catalog #), d6 (medical device implant date), g3, h6 (patient, component, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2013, a patient underwent port placement via the right internal jugular vein for the treatment of breast cancer. Approximately four years, seven months and fourteen days later, on (B)(6) 2018, the patient was diagnosed with an unspecified infection. Further, it was reported that the patient was also diagnosed with sepsis. Subsequently, the port was removed on the same day. However, the current status of the patient remains unknown.